Manufacturer narrative:
Upon analysis of the returned product, a fault which may lead to a medical consequence was found. This could have resulted in that the pt could have received too high a dose and experienced a hypoglycemic event. This case was reclassified to an incident due to this fault. Company comment: upon analysis, a fault which could lead to an incident was identified. The push-button was blocked and the piston rod moves backwards during dosage selection. An internal part in the pen is broken, but due to the pen construction the dose accuracy is not affected if the pen is used according to the instruction. However, if the customer after changing the penfill is setting the dose before returning the piston rod and neglecting to prime the pen, the pt could receive a too high dose and experience a hypoglycemic event. The fault should initially be obvious to the pt, because of the change in injection force and the overall risk of an adverse event is considered minimal. Eval summary: investigation results - technical, visual and functional examinations were performed. The device was disassembled to investigate internal parts. The push-button may block and the piston rod moves backwards during dosage selection. An internal part is broken, but due to the pen construction the dose accuracy is not affected. Conclusion: the observed problem on the push-button is due to incorrect handling during use.

Event description:
In the middle of the injection push button is hard to depress [device malfunction]. Case description: the incident does not represent a serious public health threat. Classification of incident: all other reportable incidents. Class iib. Spontaneous report received from (B)(4) and reported by a consumer as "the push button is blocked." It concerns a pt of unk age and gender who treated with novopen 4 (insulin delivery device) (drug first dose unk, drug stop date unk) for "device therapy."